Manufacturer narrative:
This supplemental report is being filed to correct the d6b: explant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The battery longevity decreased from 10.5 years to elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed that the battery voltage was dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was recommended. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The battery longevity decreased from 10.5 years to elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed that the battery voltage was dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was recommended. This ICD was explanted and replaced. No additional adverse patient effects were reported.